Event description:
Info received as of 12/05/2006: the physician claims the graft was implanted for an abdominal aortic aneurysm replacement procedure. After physician removed the clamp from the proximal abdominal aorta, blood leaked from the entire length of the graft. The leakage lasted for approx 3 minutes and then stopped. The quantity of blood lost through the graft is unk and appears, at this time, to be unattainable. The physician applied a gelatin styptic to the graft and completed the procedure with this device. The activated clotting time (act) was controlled to approx 300 seconds. No abnormal clotting was observed during the procedure. The graft remains implanted. The physician reported no complication for the pt. The pt's condition is reported as good.

Manufacturer narrative:
Awaiting sample to be returned for investigation. Note: items marked "ni" are not attainable at this time. Should such info become available, it will be included in a follow-up report. The device history records for the batch were reviewed. All mfg and qa testing was carried out in accordance with our standard procedures. The device history record for this batch shows that the product met its specifications at the time of release to distribution - there are no similar incidents against this batch.